Manufacturer narrative:
The device evaluation is in progress. The root cause is unable to be determined at this time. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Information was received that during an explant procedure performed after the device had performed as intended and achieved satisfactory length and bone consolidation, it was noted that the plate had discoloration and there was evidence of corrosion on parts of the plate's housing body and distraction rod. The plate was also found to be slightly bent. No patient adverse event was reported.